Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. Lead was stretched. All conductors were distorted and had blood/body fluid (not obstructed). Damaged at implant.

Event description:
It was reported that the lead model 4196 would not stabilize in the vein with a small phrenic window and was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the lead would not stabilize in the vein with a small phrenic window and was not implanted. No patient complications have been reported as a result of this event.